Manufacturer narrative:
The mayfield modified skull clamp (a1059) was returned for evaluation: device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis: unit had the handle closed without the transitional being inserted. This caused the handle to become misshaped. The handle was reopened to accept the new transitional. The shock cushion was showing signs of wear and was replaced. The adjustment wrench was replaced due to wear on the threads. Root cause analysis: complaint confirmed via inspection of the unit. The base unit had been damaged due to misuse as the handle had been closed without the transitional being inserted, deforming the hole. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
A facility reported that the mayfield ultra base unit (a2101) was closed without the transition member and was now damaged to where the transition member cannot fit back inside. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.